Event description:
I used fixodent for about 4 yrs. While using fixodent, I had problems walking, standing, or anything to do with being on my feet. I had a lot of pain that kept getting worst. I was diagnosed with neuropathy in 2005. Dose or amount: denture cream. Frequency: 4xdaily. Route: oral. Dates of use: 2002 - now. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.